Event description:
It was reported a home patient (hp) experienced a use error and severe chest pain while performing peritoneal dialysis (pd) on a homechoice (hc) device during prime, prior to receiving dialysis therapy. It was reported that the cause of the patient?s chest pain was due to incorrectly priming the lines. The hp contacted a baxter technical service representative (tsr) to request assistance in disconnecting from the hc and turning off the hc. The hp said she "felt like she was going to die." The hp was hospitalized for four days and was diagnosed with a pneumoperitoneum (presence of air or gas in the abdominal (peritoneal) cavity) manifested by abdominal pain and a urinary tract infection. On admission, the hp was treated for the urinary tract infection with antibiotic therapy (unspecified) which was ongoing at the time of the report. During the hospitalization, the hp received ongoing pd therapy. At the time of the report the hp was home and stated she was feeling better and pd therapy has been ongoing without problems. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for when and how to connect to the disposable set and warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in iipv. It also warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.